Event description:
It was reported by a family member that the patient was deceased and the device contributed to the patient death. The date of death is reported as (B)(6) 2014. The device system was implanted on (B)(6) 2014. Follow up with the physician was unable to determine the actual cause of death, however was believed to be due to ventricular tachycardia/ventricular fibrillation.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempt(s) for additional information from the funeral home and physician were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. (B)(4).